Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), deployment of the device was performed at four sites and no acceptable thresholds were measured. It was noted that the tissue was entangled slightly, and there was difficulty with placement of the device. The physician chose to remove the system as there were no other suitable sites to deploy the device. A transvenous pacemaker system was implanted instead. No patient complications have been reported as a result of this event.